Manufacturer narrative:
Patient information: there was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The technician in charge for the activity replaced the measuring bridge and the mass flow controller to solved the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
During service activity on a s5 gas blender system, an error code associated to a discrepancy between the actual and the set co2 flow value was displayed and a deviation on o2 channel was identified. There was no patient involvement.